Event description:
It was reported that a system error (se) 2240 alarm (air in tubing) occurred on the homechoice (hc) during the initial drain. The home patient (hp) stated that they were not sure if the patient line primed completely. The technical service representative (tsr) explained the proper procedure and had the hp end the therapy. The hp started over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.